Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low flow alarms and thrombus was suspected. Log files were submitted for review and captured intermittent low flow events between (B)(6) 2024 and (B)(6) 2024. The patient reportedly had no symptoms, however due to a history of pump thrombus and a significant increase in lactate dehydrogenase (ldh) from the 300's international units per liter (iu/l) to 940 iu/l and then back down to 700's iu/l there was concern for thrombus. Laboratory values and vital signs were otherwise reported to be stable. Historically related MFR covering the history of pump thrombus: 2916596-2017-00098.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus cannot be confirmed through this evaluation. Additionally, low flow alarms were confirmed in the evaluation of the submitted log files; however, a specific cause for the alarms and for the reported elevated lactate dehydrogenase (ldh), along with a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. The submitted log file captured numerous, intermittent, low flow hazard alarms. No other unusual alarms or events were captured, and the pump appeared to function as intended above the low speed limit for the duration of the log file. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including thromboembolic events and hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. The heartmate ii lvas patient handbook is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.